Event description:
A report was received that the patient developed an allergic reaction to the device. The patient's symptoms included a rash as well as welts. The welts traveled up to the patient's torso into his arms up to the head. The physician prescribed clobetasol. The physician is unsure as to what may have caused the allergic reaction. The patient's rash returned and it was confirmed that the patient had an infection. The patient precision system was explanted and was prescribed IV vancomycin. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.